Manufacturer narrative:
This incident occurred outside the united states, information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing frequent air bubbles in the adapter of the infusion device and in the infusion set from (B) (6) 2010 - (B) (6) 2010 and elevated blood glucose of up to 300 mg/dl. The patient bolused 6 units of insulin through the infusion device but was unable to lower blood glucose levels. She injected insulin via syringe to lower her readings. On (B) (6) 2010, she switched to her backup infusion device and experienced the same issues. Her normal blood glucose range is 70-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.